Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened in the surgery . Changed another like device to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photograph shows a foil packet product code vcpb259h and detached needle, the picture is not clear to determine the failure mode. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: one opened sample of product code vcpb259h was returned to ethicon inc for analysis. Upon initial inspection of the samples, there is one packet, with one detached needle and suture were received. Upon visual analysis of the returned sample revealed that incorrect swage defect was observed on the needle, since the needle was not placed correctly on the tool. As per the sample was received opened and exposed to the environment no functional test was performed. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.